Event description:
It was reported via voluntary medwatch that a "trauma pt with high cervical spine injury and cord contusion resulting in tetraplegia. As part of the prophylaxis for pulmonary embolism an ivc filter was placed on (date redacted) 2010. During this time, pt having difficulties with pulmonary secretions and quad cough technique is utilized to help with clearing secretions. The day after the insertion of the ivc filter, it was noted the ivc filter had migrated inferiorly and sideways with a few prolongs protruding through the wall of the ivc and the top hook now resting against the vessel wall. Interventional radiology was able to retrieve the filter accessing the site through the internal jugular vein and the femoral vein."

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.